Event description:
It was reported, the personal therapy manager (ptm) showed a 8474 error code (pump reset). The patient went to the ER yesterday with some withdrawal symptoms. The patient thought they heard it beep a "time or two" but it was noted they could not be sure. The code was first noted on friday. The pump was used to infuse dilaudid. It was further reported, the pump was read with logs and noted on 2014 (B)(6) a reset occurred - low battery. The pump was in safe state. There were two reset messages then the safe state message. It was further reported the pump was replaced yesterday. When the pump was interrogated yesterday, all they could see was the patient name, dob, and pump and catheter information. They could see the drug name, concentration and reservoir volume, but not the dose.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8832, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis of the pump ((B)(4)) found the pump battery had high resistance.

Event description:
Additional information reported the patient is doing fine and receiving effective therapy.